Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and the pump was tested, confirming the upstream occlusions and abrupt power offs.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A distributor employee of intuvie, received a phone call from a patient who reported their pump keeps saying upstream occlusion and their medication bag is completely empty and flat. The pump finished the bag earlier than anticipated since the medication bag is empty while the pump screen still shows 38ml vtbi, outside our scope of +/-5% flow rate accuracy. Medication being infused is unknown. No patient injury reported.